Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had burning over the area of the battery. The burning occurred when the patient palpated the area or when he sat in a certain way. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting were performed. The rep was to meet with the patient on (B)(6) 2016. As of (B)(6) 2016, no surgical intervention had occurred, the issue was not resolved, and the patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that an impedance check and reprogramming were performed for the burning over the battery. Impedances were noted to be within normal limits. The patient was given anti-inflammatory cream to resolve the burning sensation. No cause of the burning over the battery was determined and the burning issue had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.